Event description:
The customer called to report a battery out limit alarm. The customer then stated that she was hospitalized about three weeks ago. No blood glucose reading or date was given. The reported blood glucose reading at the time of the call was 375 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.